Event description:
2021-(B)(6) siebel (B)(6)x2 (rep, hcp, dist., for): information was received from multiple sources (manufacturer represen tative, distributer, healthcare provider, foreign) regarding a patient who was receiving an unspecified drug of an unspecified concentration at an unspecified dose rate via an implantable pump for unknown indications for use. It was reported that the patient was I mplanted october 2020.  Their first pump filling was performed on 2021-(B)(6).  The healthcare provider tried to interrogate the patient's synchromed ii pump to fill it; however, there was no communication between the model 8840 clinician programmer and the pump. Knowing that he opened the pocket to ensure that the latter was still in its place and right side.  Steps to follow to perform interrogation were requested / being considered. 2021-(B)(6) e1 (for, rep): document contained no new information. Additional information was received from a healthcare provider via a company representative. The patient¿s age and weight at the time of the event was unknown / not provided. The model (8637-20 or 8637-40) and serial number of the pump was unknown / not provided. The serial number of the model 8840 clinician programmer associated with the event was (B)(6). Symptoms experienced were not provided. Regarding if an issue was identified at the exploratory, this was noted as being not applicable. The issue was resolved by pressing the programmer head firmly over the implanted pump. Regarding the cause of the inability to interrogated / communicate with the pump via the programmer was due to the depth of the pump under the skin having been over 2.5 cm (distance between the programmer head and the pump having been over 2.5 cm). The inability to interrogate / communicate with the pump was resolved. The pump and the programmer were noted as working well. The device would not be returned. The pump remained in use.

Manufacturer narrative:
Continuation of d10: product ID 8840 serial# (B)(6) product type programmer, physician section d information references the main component of the system. Other relevant device(s) are: product ID: 8840 serial #: (B)(6), ubd: , UDI#:(B)(6)medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D6: the date (B)(6) 2020 is considered an approximate date of implant regarding the pump (specific month and year known only). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: product ID 8840 lot# serial# unknown product type programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, distributer, healthcare provider, foreign) regarding a patient who was receiving an unspecified drug of an unspecified concentration at an unspecified dose rate via an implantable pump for unknown indications for use. It was reported that the patient was implanted (B)(6) 2020.  Their first pump filling was performed on (B)(6) 2021.  The healthcare provider tried to interrogate the patient's synchromed ii pump to fill it; however, there was no communication between the model 8840 clinician programmer and the pump. Knowing that he opened the pocket to ensure that the latter was still in its place and right side.  Steps to follow to perform interrogation were requested / being considered.